Manufacturer narrative:
The complaint for unable to elongate implant to reposition was confirmed with objective evidence of the returned device. A manufacturing non-conformance was confirmed through the complaint investigation; however, the complaint event is a severity 2 issue that resulted in a procedural delay. Additionally, no IFU/training deficiencies were identified and there were no corrective/preventative actions required. An awareness for both the ireland and draper manufacturing plant was conducted for the relevant manufacturing instructions related to implant catheter eyelet orientation.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where- as the case was being aborted, the ace implant was unable to fully elongate as the device was being attempted to be withdrawn back into the guide sheath. This implant had no issues earlier in the procedure fully elongating. The implant was checked after case (after implant exited patient's body) and the implant still did not fully elongate. The case was aborted/bailed out. There was no harm to the patient.